Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing and noise due to a fracture. The rv lead was explanted and replaced. It was also reported that the right atrial (ra) lead was damaged during the rv lead extraction. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 383059, lead, implanted: 2007-(B)(6). (B)(4).